Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited high pacing impedance and noise. The patient was seen in hospital next day, there was no lead noise noted, the lead exhibited loss of capture. The patient was stable. No intervention was performed; the physician elected to monitor the patient via merlin.net.

Event description:
New information received noted that the patient was admitted to the hospital and was in intensive care unit - ICU for pneumonia. The electrophysiologist was aware of the ventricular lead issue. The lead revision procedure was scheduled when the patient's heart rate dropped below 40 beats per minute. During lead revision fracture was noted on the lead. The lead was capped and replaced on (B)(6) 2019. The patient remained in hospital for treatment of pneumonia.

Event description:
New information noted the patient is non-compliant and missed the follow-up appointment. No intervention was performed.